Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2015-09481. It was reported that insufficient apposition of stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Following deployment of a promus premier drug-eluting stent, intravascular ultrasound (ivus) was performed. It was then noted that the proximal part of the stent was floated. An 8mmx3.75mm nc quantum apex balloon catheter was then advanced for post-dilatation; however, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.